Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There were kinks and cuts on the cable, as a faulty charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head has an unrecognizable picture on the screen. The potential adverse event issue was found during the therapeutic cystoscopy procedure. A new camera was used to complete the procedure with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.